Event description:
The pt was admitted for an aortic-iliac stent placement. The physician had difficulty advancing a stiff guidewire thru the lesion and switched to a less stiff wire, but still encountered difficulty. At this point he decided to use an outback catheter. The device was reported to work without any difficulty and positioning was confirmed prior to cannula deployment. The catheter was removed from the pt without adverse event or difficulty. The user denies any difficulty with cannula activation or retraction. After removal of the outback catheter a stent was deployed, a completion angiogram was performed and the results looked good. Approx 12 hours later, the pt developed hypovolemic shock secondary to a retroperitoneal bleed due to a perforated aorta at the level of the previously placed stent. The physician states that the adverse events were not related to the outback catheter, but likely were due to the pt's vessel anatomy. It was noted that there was a very thin sub-adventitial plane that the physician feels may have contributed to the vessel rupture. The physician stated that he has spoken to at least two other physicians, at a medical conference, who have experienced similar consequences with the outback catheter. Based on the info available, it appears that the difficulty experienced by the customer may have ben related to the pt's anatomy and deployment of a non-cordis stent.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.